Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) will not power up. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) troubleshooted over the phone with the customer's biomed manager. Unit was not fully inserted into cart, causing pump not to charge. The customer left pump to charge over night. Following day customer was able to power unit on with no issues. Equiment passed all functional testing and returned to customer.